Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging an error 4 message the patient's one touch ping meter. The reporter mentioned that the reported issue began on (B)(6) 2010 at around 3:30pm. The patient did not exhibit any symptoms due to the alleged issue. Due to the alleged issue, she ate less food/drink. She then tested on another meter, a one touch ultra meter, and obtained a 398 mg/dl at 5:30pm and self-treated with 3.65 units of humalog. She did not seek any further medical attention or contact her physician for assistance. The test strips had not been opened longer than the expiration date. The technique of applying blood on the test strip was correct. The patient did not have the supplies available to further troubleshoot. Meter and test strips were replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the reporter denied that the patient exhibited any symptoms or sought any medical attention. The complaint is being reported since the alleged issue with the error 4 message was not resolved.

Manufacturer narrative:
510 (k) # is k 082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.